Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. There was no impact to the customers blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.